Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged, ar-1927psf-45, batch 15107729, was received for investigation. Visual evaluation confirms that the anchor is detached from the device and wasn't returned with it. Functional testing couldn't be performed due to the damage of the device. No problem found. Without the return of the anchor for physical evaluation, the complaint allegation could not be confirmed.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-1927psf-45 4.5 mm peek corkscrew broke. This occurred during an intercondylar fracture of the tibia on (B)(6) 2024, where the bone socket was prepared using an ar-1922p punch and the ar-1927psf-45. Upon inserting the anchor, it broke. The case was completed using an ar-1927psf-45 4.5 mm peek corkscrew. No additional information was provided. Additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.